Event description:
See initial report.

Manufacturer narrative:
H.10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. Through follow-up communication livanova learned that the device was regularly cleaned per the instruction for use and that it was placed inside the operating theatre during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learned that the device was contaminated with mycobacterium chelonae and gordonae. The laboratory report confirming the reported contamination has been provided to livanova. Through further follow up communication livanova learned that the water quality monitoring is applied. In addition livanova learned that the device was cleaned regularly per the instruction for use and the it was placed inside the operating theatre during use at an estimated distance of 2.5 meters from the surgery field with the fan directed away from the patient.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with an unknown type of bacterium. Reportedly the device was cleaned as per the instruction for use. There is no known patient involvement.